Manufacturer narrative:
Block h2 (correction): block d2b (pro code (product code)), block g4 (premarket / 510(k) #) have been corrected based on captivator cold snare is class 1 510(k) exempt under pro code fgx. Block h6: imdrf device code (B)(6) captures the reportable event of snare loop cutting problems. Block h11: the returned cold snare was analyzed. The device was returned with no observed failures. During functional inspection, the device was extended and retracted using the 10-inch loop fixture, and the loop extended properly. The device was also actuated manually and showed no difficulty in actuation. No other problems with the device were noted. The reported event of snare loop cutting problem was not confirmed. It was found that the loop was able to extend and retract properly in the 10-inch loop fixture. The device was also actuated manually and was not difficult to actuate. However, the device cannot be functionally tested in a way that fully replicates the anatomical or procedural conditions encountered during clinical use. Based on all available information, the probable root cause assigned is unable to exclude device problem.

Event description:
Note: this report pertains to the fifth of five cold snares used during the same procedure. It was reported to boston scientific corporation that a cold snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the snares would not cut tissue on small, diminutive polyps. A fifth cold snare was used; however, the same problem happened. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
Note: this report pertains to the fifth of five cold snares used during the same procedure. It was reported to boston scientific corporation that a cold snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the snares would not cut tissue on small, diminutive polyps. A fifth cold snare was used; however, the same problem happened. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event.